Manufacturer narrative:
According to the facility the balloon for a foley catheter had a hole in the balloon requiring a new catheter to be inserted. Per the facility the patient was not injured. The sample is not available for evaluation. No additional information is available at this time. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the facility the balloon for a foley catheter had a hole in the balloon requiring a new catheter to be inserted.